Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: oss tibial poly bearing 16mm; p/n: 150412, l/n: 369490; knee-oss-femoral bushings-unk; p/n: unk, l/n: unk; knee-oss-tibial bushings-unk; p/n: unk, l/n: unk; knee-oss-locking pin-unk; p/n: unk, l/n: unk; kne-oss-femorals-unk; p/n: unk, l/n: unk; kne-oss-tibial trays-unk; p/n: unk, l/n: unk; oss augment impactor; p/n: 110018814, l/n: unk. Report source: foreign: (B)(6). Complaint sample was evaluated and the reported event was not confirmed. X-ray review by mmi states that subtle hardware abnormalities cannot be clearly evaluated. No gross fracture or displacement identified. Scarring of the tibial plateau as identified clinically is not confirmed radiographically. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-11031-2; 0001825034-2019-04188; 0001825034-2019-04189; 0001825034 -2019-04190. Product location is unknown.

Event description:
It was reported the patient had a revision procedure 8 years post-implantation due to a tendon/patella issue. During the procedure, it was noted that the tibial bearing was previously damaged. Subsequently, the locking pin, bushings and tibial bearing were removed and replaced. No additional patient consequences were reported.